Event description:
It was phoned in by the hospital that upon opening the shelf box of the endoclamp aortic cannula, ec1001, the plastic tray was not sealed. The hospital stated, the plastic wrap does not extend all the way to seal the edges. They have kept the entire package for return. No patient contact was made. The device was not used, it was found at prep..

Manufacturer narrative:
Evaluation: the endoclamp catheter shelf carton was returned from the customer. When the package was opened no blood was visible on the returned components. All the contents of the kit were present except the pouch that goes around the tray and cover that forms the sterile barrier. Visual inspection was performed with an unaided eye. A device history review was performed and no related nonconformities were observed during the manufacture of this lot. After reviewing the manufacturing process and the controls in place it is highly unlikely that the device left the contract manufacturers' facility without a pouch and label. It is likely that the device tray was removed from the pouch and pouch discarded after the device left edwards' control. However the root cause of what caused the pouch to go missing cannot be determined. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. The manufacture of the endoclamp catheter has been discontinued at the contract manufacturer. The endoclamp catheter is now replaced by the next generation intraclude device manufactured at another contract manufacturer. The information gathered in this customer experience report will be included in trend data and future CAPA determinations. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is currently underway into root cause of the event.